Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of failure to sense and failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, capture test, and inspection of header and connectors showed normal device characteristics with no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a replacement procedure. It was observed during the operation that the pacemaker was failing to capture and sense. The pacemaker was not used. The physician proceeded with an alternative pacemaker and successfully concluded the procedure without any adverse effects on the patient.